Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 2 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 35ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), immediate load was performed and trauma over the implant has happened.